Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient has been having a lot of pain for the past couple of months, confirmed as starting in 2018. They had tried turning stimulation off on the day of the report, and it was noted that the patient still feels stimulation even once it¿s off. The patient¿s feet have been tingling like crazy. It was noted that the patient could feel stimulation even with the device off starting about a week prior to the report, confirmed as (B)(6) 2018. At the time of the report, when connecting with the patient programmer, it was showing that stimulation was off, but the patient was still feeling stimulation and her feet were tingling like crazy. The patient could not tell a difference when the stimulation was turned on or off. There were no further complications reported.